Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. After a non-bsc guidewire crossed the lesion, a 3.00 x 12 mm synergy ii drug-eluting stent was selected for use. However, when the physician tried to place the stent through the wire adapter, it became caught. While trying to pull it back out, the stent was pulled off the balloon. The device never entered the patient's body. No patient complications were reported.